Manufacturer narrative:
Updated fields: b4, g3, g6, h2. H11. After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, this is duplicate record of mfg record number 2249723-2025-0000508. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
Due to character limitation in event site full name: (B)(6) medical. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had blood back issue.